Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that, ???/hour glass/no readings/sensor error occurred. On morning of (B)(6) 2022, the patient woke with a bg of 408 mg/dl and increased ketones. She alleged her increased bg was a result of not receiving the replacement transmitter and sensors. It was not confirmed if the patient was wearing the g6 at the time her bg was 408 mg/dl as she reported the 'dexcom did not display anything'. The patient self-treated with insulin via her tandem pump but by the afternoon she experienced vomiting, weakness and dehydration. Her husband returned home and took her to the hospital where she was admitted to the intensive care unit (ICU). She was diagnosed with diabetic ketoacidosis and evaluated for an infection as the patient is post-organ transplant (kidney and pancreas). She was treated with IV fluids (saline), insulin, and other unspecified medications. She was released after two days on (B)(6) 2022. At the time of the report, the patient was doing fine. Multiple attempts to contact the reporter were made; however, no other details were obtained. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.